Manufacturer narrative:
The actual complaint product has been returned but has not been evaluated yet. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a (B)(6) male had a report of a cuff leak with an endotracheal tube and patient was re-intubated with no reported injury. No additional information was provided.

Manufacturer narrative:
The sample was returned for evaluation. No packaging was received. The product did not contain a lot number identification. The sample was labeled "8043" which was presumed to be the customer reference number. The cuff exhibited a jagged tear on one side. The cuff collars remained securely attached to the tubing. The sample provided was evaluated confirming a jagged tear on one side of the cuff. A review of the device history record is not possible as no lot number was provided. The complaint was not confirmed. All information reasonably known as of 05apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information was received by report/maude inquiry #: (B)(4) was received on 07-feb-2017. New information rcvd with FDA report states "this device was in the respiratory care office waiting to be given to the sales rep. Noted cracks/slit in the clear tubing where it attaches to the blue portion of the device. This facility has had at least three recent similar issues with this device." "The problem is visually present on devices that are new/unused and pulled off the storage shelf. The facility has noted that the problem area feels smooth to the touch. The manufacturer has been notified and the devices have been returned to the manufacturer. At least one patient required re-intubation as a result of this problem. Manufacturer response for endotracheal tube, microcuff (per site reporter): I spoke to quality and they are sending me shipping material."